Event description:
The product was used during a video assisted thoracic surgery bullectomy procedure. Reportedly, the instrument was diffucult to open. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.